Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that the fox sv balloon catheter was advanced into the vessel below the knee. The vessel was heavily tortuous, heavily calcified, and with a diameter of 3 mm. During the first inflation the balloon ruptured at 14 atm reportedly due to the lesion morphology. There were no reported adverse pt sequelae. No additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.